Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the heartmate 3 was implanted with very good results. They had recently gone to the hospital several times due to feeling unwell. The physicians had been running tests because their condition had progressively worsened, and they are now clinically weaker. After all of these, they performed a computed tomography (CT) scan and based on this, they strongly believe it is most likely an extrinsic outflow graft obstruction (eogo). It was said they were still performing some tests because they believe the patient's clinical status and unwellness it's not only because of this but also for other reasons. They will value treating the eogo in a near future after the results of these tests.